Manufacturer narrative:
Conclusions: device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Initial reporter indicated that a dell handheld computer's serial adapter cable became abraded over time. The wires inside the cable were exposed. Good faith attempts to obtain the serial adapter cable for evaluation have been unsuccessful to date.